Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: a review of the black box verified a call service 064 alarm due to an occlusion during prime operation. The pump was not resumed for deliveries. Investigation was unable to reproduce the alleged "unable to prime" issue. The prime was completed and the pump executed a basal delivery for a minimum of 12 hours with no malfunctions. The force sensor calibration testing was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.